Manufacturer narrative:
The suspect medical device has been returned for evaluation. The device was visually and microscopically investigated. The complaint is confirmed but the root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that they used the catheter to pass a narrow lesion in the iliac vessel. When the doctor backed the catheter over the guide wire with some friction the white tip loosened and was left in the patient over the guide wire. The tip of the catheter detached at the weld. The doctor managed to remove the tip without incident.